Event description:
The facility reported via a user facility report, "critically ill, unstable pt rec'd from or with triple pump off. The anesthesiologist stated the pump was on and must have turned off during transport". The medications that were stopped during the event were dopamine and neosynephrine. According to the risk mgr, the pump was found off with no alarm. Though requested by baxter (on 05/08/06, 05/18/06, and 05/22/06) no add'l info was available regarding the pt's diagnosis and medical history, duration of the transport, the pt's status and vital signs prior and after the event, names, rates, and concentration of the medications involved, medical intervention, and any alarms or failure codes occurring during the transport prior to the pump turning off. The risk manager declined to release any additional info regarding the event.

Manufacturer narrative:
See attached user facility report. This pt and his pump serial number had been involved in add'l event occurring in 06. The event occurring in 06 is being reported via medwatch #6000001-2006-10875. Evaluation summary: the device was evaluated by baxter at the location of the rental co (uhs). The pump passed the power on self-test. The battery history was reviewed and the values were, # of charges/discharge cycles = 18, # discharges < alrm thrshld = 0 and the battery installed date was 05/12/03. Keypad and panel lockout switch were found to be working correctly. Voltage sensor data were all within specification. A visual inspection was performed on the front bezel assembly; all harnesses were seated correctly and free of damage. A visual inspection was performed on the rear housing. All harnesses were seated correctly and free of damage, the battery harness with protection circuit was present. Both yuasa batteries were in good condition externally, the battery manufacturing date code was the same on both batteries. The battery discharge test was performed. The unit went into battery low alert and audible tone occurred after 28 minutes, battery depleted alarm and audible tone occurred after 29 minutes and shut down after 31 minutes. Although the batteries did not meet specifications on the battery discharge test, the pump did give visual and audible alerts and alarms for approx 5 minutes before turning off (no silent shutdown). The appropriate upgrades were present and there were no visual signs of physicial battery damage or internal damage that would cause a pump to turn off. The pump's event history was reviewed. No info on the date of incident was retained in the history due to the pump being used until 04/17/06. The event history stores the last 1000 events and rolls off the oldest event when a new event occurs. The battery related issues are being investigated under CAPA.